Manufacturer narrative:
Date rec'd by MFR: 23jul2019. The manufacturer¿s field service engineer (fse) reported the customer's problem was not duplicated. The device was investigated but no abnormality was present. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported oxygen not available. The event happened during patient use, but there was no reported patient harm.